Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent severely damaged with struts bunched, lifted and overlapping. The stent moved proximally on the balloon and outer and was located approximately 28mm from the bumper tip. The struts at the distal end appear to be slightly expanded. The balloon cones and balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was visible inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon and vessel dissection occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment at 12 atmospheres, as soon as the contrast media filled the balloon, the stent could not be seen on the balloon. The device was removed and the stent was noted to have been pushed proximally on the balloon. The stent was never deployed and the event resulted to a tissue dissection. Subsequently, three stents were deployed to cover the dissection and the procedure was completed with good results. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon and vessel dissection occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment at 12 atmospheres, as soon as the contrast media filled the balloon, the stent could not be seen on the balloon. The device was removed and the stent was noted to have been pushed proximally on the balloon. The stent was never deployed and the event resulted to a tissue dissection. Subsequently, three stents were deployed to cover the dissection and the procedure was completed with good results. No further patient complications were reported and the patient's status was fine.